Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch # 3004209178-2016-70727.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose. The insulin pump had died while she was on vacation and she went without it for 24 hours prior to the event. The blood glucose reading at the time of admission was 545 mg/dl. The customer was treated at the hospital and then given a back up plan.